Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear with a green substance on the controller¿s power cable was confirmed. Visual inspection of the returned system controller serial number (B)(6) revealed a small tear with a green substance on the outer insulation of the black power cable. During further evaluation, the outer insulation of both power cables was removed and a green substance was confirmed in both cables. The observed green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. The green substance did not affect the controller¿s ability to operate a test pump during analysis. The data log files were successfully retrieved and contained normal system operation. Incidental findings: visual inspection revealed a small tear with a green substance on the outer insulation of the black power cable the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that at a follow up clinic visit, the patient had a tear with a green corrosive-like substance on one of their system controller power cables. The controller was exchanged.